Event description:
Medtronic received a report that the solitaire fr stent broke and remains in the patient. It was noted the patient's vessel tortuosity was moderate. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There was one pass made with the device.  It was reported that the solitaire fr stent was used to remove the thrombus in the middle cerebral artery. When the thrombus removal stent was about to be removed, it accidentally detached and the stent broke in the body and could not be removed. It was reported separation occurred. The pushwire was not torqued during the procedure. There was 1 pass made with the stent. There was no friction or difficulty during the procedure. The microcatheter tip did cover the stent proximal marker during retrieval. The stent is located in the middle cerebral artery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID 105-5081-153 (lot: b639421); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent was found to be separated from the pusher. The separated sent was not returned. The stent was found to have separated at the proximal marker (attachment zone). The proximal marker was removed, and the detachment ball was found to be in good condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the separation was not determined. There is no more surgical intervention. There is no plan to remove the solitaire in the future. Additional information collected: solitairefr was broken during the second thrombectomy. The patient had local internal carotid artery (ica) lesions. The hospital has reported the adverse event. The patient is currently in good condition. The patient had stenosis of the m1 segment of the middle cerebral artery. The stent entered the system twice totally. The first time, it was pulled out normally and smoothly after thrombectomy. During the second withdrawal, the stent was accidentally detached. After the accidental detachment, it was considered that difficult to remove, so the operator used the guide wire to improve the patency of the stent through guide wire massage. After the guide wire massage, the blood flow was good

Event description:
Additional information received reported the latest patient condition: after the operation, the patient went to the hospital for a week of treatment and then returned to for rehabilitation therapy. The patient had hemiplegia and no other symptoms.

Manufacturer narrative:
H3: product analysis#: (B)(4): equipment used: vis (m-78210), drawing(s) referenced: dwgs50635 rev. A as found condition: the solitaire fr pusher was returned for analysis within a shipping box, a plastic bio-pouch, and an opened solitaire fr inner pouch (B)(6). Damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was found to be separated from the p usher. The separated sent was not returned. The stent was found to have separated at the proximal marker (attachment zone). The proximal marker was removed, and the detachment ball was found to be in good condition. Testing/analysis: the detachment ball's outer diameter (od) was measured to be 0.016mm, which is within specification (specification: 0.16 ± 0.01mm) conclusion: based on the device analysis and reported information, the customer¿s ¿device separation¿ report was confirmed. Possible causes of device separation can occur due to vessel tortuosity, delivery and retrieval friction, a higher number of device passes, guide/balloon catheter or intermediate catheter integrity issues (i.e., kinking), pre-existing conditions (stenosis/calcified plaque), hard clots/thrombus entanglement, improper stent/catheter alignment, microcatheter removal, or small detachment ball. Device separation occurred during the second retrieval, and there was no friction during the delivery/retrieval attempts. The detachment ball od was found to be within specification. The microcatheter tip did cover the stent proximal marker during retrieval, which indicates proper alignment, and was not removed prior to retrieval. Hard clots/thrombus entanglement could not be ruled out as a potential cause. The balloon/guide catheter was not returned; therefore, an analysis could not be performed. The patient's vessel tortuosity was noted to be moderate. This complexity and curvature of the vessel can lead to increased stress on the device. The patient had stenosis of the m1 segment of the middle cerebral artery. These pre-existing conditions can affect device performance and contribute to separation. The exact cause of the device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.